Event description:
The customer reported falsely elevated stat high sensitive troponin-I and provided the following data for 1 patient: sample ID (B)(6) initial test was 0.061 ng/ml, retest results were 0.005 & 0.004 ng/ml (customer reference range: 0-0.016 ng/ml). Patient information: 58 year old male. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I stat high sensitive troponin-I reagent, list number 08p13-77, and manufacturing site: (B)(6) ireland to alinity I processing module, list number: 03r65-01, and manufacturing site of abbott laboratories, (B)(6) tx. MDR number 3016438761-2026-00068 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported falsely elevated stat high sensitive troponin-I and provided the following data for 1 patient: sample ID (B)(6) initial test was 0.061 ng/ml, retest results were 0.005 & 0.004 ng/ml (customer reference range: 0-0.016 ng/ml). Patient information: 58-year-old male. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.